Event description:
I had an inguinal hernia repair performed in 2007 - the dr found 2 hernias. From day one I felt that there was something wrong. I could understand the pain from the incision but I had sharp pain upon any type of bending, sitting, moving my legs. This continued and worsened over the next 6 months. After many consultations with my dr, I agreed to have this patch removed. It was to be done on an outpatient basis. On the day of the second surgery, 2007, the dr and I discussed performing the removal on another site than the original surgery and I agreed. The end surgery was that it seems that patch had migrated to include adhering to my iliac vein, which has to be cut through during surgery in order to remove the patch. Then the iliac vein had to be reattached, using a gortex patch. I was in surgery for over 5 hours, with two transfusions, and 5 days in the hospital. I was out of work for about 3 months. From the beginning I did not like this patch. It felt like someone was fishing and trying to bring up my bowel through my navel. I was unable to bend over as it seemed like something was punching into my abdomen. With the memory ring of this patch, it became more viable in attaching itself to many organs. Since it keeps it's shape, whatever it attaches to is dragged along in order to keep the original shape. I will always now have medical problems. I do not think this is the type of product that should ever be used on anyone. None know at this time. Diagnosis or reason for use: hernia repair.